Event description:
The customer reported that she has experienced high blood glucose levels for the (B)(6). During the call, the customer was experiencing heavy sweating, nausea and vomiting. The customer's blood glucose reading was 474 mg/dl, and was treated with a manual injection. The customer's husband took her to the emergency room where she was hospitalized for diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.